Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2011 and performed to performed to specification up to the (B)(6) 2016. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and a further pad-pak was installed. The returned pad-pak was installed and the device failed to power on, no status leds were visible. A test pad-pak was inserted into the device and the device powered on performing a self-test. Most of the instructional leds remained illuminated. The device failed to power off using the on/off button. This indicates a fault. A test shock was delivered without fault and an acceptable measurement was recorded. Most of the instructional leds remained illuminated and the device proceeded to issue CPR advisor prompts. This indicates a fault. The device could not be powered off using the on/off button. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions resulting in corrosion. Corrosion on the on button resulted in the device switching on automatically and in the multiple manual power ups of ten minutes duration. The corrosion would also account for the device powering up upon insertion of the pad-pak and failing to power off using the on/off button. This also led to a short circuit which resulted in overvoltage and damage to the microprocessor. The corrosion on the membrane tail would indicate the device had been stored in adverse conditions however this could not be verified by any other means.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.